Manufacturer narrative:
Ge healthcareâs investigation is complete. The design, installation and servicing instructions were all reviewed as part of the investigation and determined to be adequate. This was determined to be an isolated event with the root cause of service error. Communication was sent to the service organization reminding them of situational awareness and use of personal protective equipment when servicing equipment. No further actions planned by ge healthcare.

Event description:
Ge healthcare field engineer (fe) was performing service on a vascular lab. Fe was on the floor unmounting some cables and when he rose to stand up he hit his head on a positioner card rack in the system cabinet. He has a laceration requiring one staple.